Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing and low battery prompt given when device switched on pad-pak expiry 1/1/2022. There was no patient involved in this event.